Event description:
During routine testing of the device, the user noted that the ECG display sometimes had excessive artifacts, and sometimes showed flat line. There was no pt involved. Tests on the unit could not confirm the problem. It performed normally, and within specifications. The unit was opened and inspected for loose connections, but none were found. It is suspected that there may have been a damaged pt cable or loose electrode, but neither the cable nor the electrodes were returned with the unit. The event is not occurring more frequently or with greater severity than is usual for the device.